Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced being out of breath and "aching". The patient reported that "it did seem that it has flattened and it is not round". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.